Event description:
Additional information received reported that the patient had undergone ¿a spinal surgery in another hospital,¿ the date and nature of the surgery was not reported. The neurosurgeon who performed her spinal surgery placed the current catheter intrathecally. The patient had since undergone a due study to validate the catheter is patent and was started on baclofen. She was due for follow up again in a couple weeks.

Event description:
An improper catheter placement was reporter. A dye study and CT scan were stated to have been performed. The catheter was observed to be in the epidural rather than intrathecal. Patient¿s family was currently determining if they want to proceed with a revision. Patient symptoms were reported as underdose symptoms. Drug delivered via the device was gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information indicated that the patient was about to have some rod lengthening procedure and can't have any other invasive procedures for 3 months. The catheter revision was planned in (B)(6) . Per reporter patient had sub-therapeutic effects since the catheter was epidural.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was added that the dye study did not initially pick up the problem with the catheter. Patient's catheter had moved another epidural and spinal surgeon decided he would just place it intrathecally. During the revision it was observed that the catheter was chewed up with holes.